Event description:
It was reported that an infusion line break occurred. A 2.1mm jetstream xc atherectomy catheter was selected for a lower extremity angiogram with intervention. The physician attempted to use the jetstream catheter through a 7 french super sheath in the posterior tibial artery. The sheath was inserted without any issues. When the jetstream catheter was inserted, however, the plastic portion ruptured near the tip of the catheter as the physician was trying to advance through the vessel. The device was removed intact, and the vessel was dilated with a balloon. A second jetstream catheter was able to make a pass with less force. There were no patient complications reported.